Event description:
Radiology manager reports a screw in the mechanical lock handle broke off while attempting to rotate c-arm and lock in place. The lock kept spinning around and would not lock in place. Staff was able to complete the image while holding c-arm in place.